Event description:
It was reported that on 20 june 2024, a 25mm, c navitor with radiopaque markers was selected for an implant using a small flexnav delivery system. The measurement of the native valve are:diameter of valsalva: rcc28, lcc27, ncc31, height of valsalva: 17, effective orifice area: 390 cm2, perimeter of annulus: 72.5mm, ascending aorta diameter: 35(average). A pre-dilatation performed with a balloon aortic valvuloplasty (bav). The patient¿s anterior leaflet of the mitral valve was short. Preoperative mr (mitral regurgitation) below mild. During the procedure, a temporary aortic regurgitation (ar) occurred at the time of the deployment, but ar had disappeared after the navitor was deployed. Immediately after navitor deployment, mr occurred (moderate) and vasopressor was administered, but blood pressure did not increase. So, an intra-aortic balloon pump (iabp) was inserted. Blood pressure stabilized 20 minutes after insertion. According to the physician, the navitor was not problem, and mr may have caused by self-expansion of the patient. The left ventricle expanded due to improved blood flow caused by the deployment of a short mitral valve and the navitor, resulting in temporarily abnormal opening and closing of the mitral valve. The patient's condition is stable. There is no prolonged hospitalization or additional treatment due to this event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of mitral valve regurgitation, aortic valve regurgitation, and low blood pressure/hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient¿s anterior leaflet of the mitral valve was short. Preoperative mr (mitral regurgitation) below mild. During the procedure, a temporary aortic regurgitation (ar) occurred at the time of the deployment, but ar had disappeared after the navitor was deployed. Immediately after navitor deployment, mr occurred and vasopressor was administered, but blood pressure did not increase. So, an intra-aortic balloon pump (iabp) was inserted and blood pressure was stabilized after insertion. According to the physician, the navitor was not problem, and mr may have caused by self-expansion of the patient. The left ventricle expanded due to improved blood flow caused by the deployment of a short mitral valve and the navitor, resulting in temporarily abnormal opening and closing of the mitral valve. Based on the available information, the cause of the reported mitral valve regurgitation and aortic valve regurgitation appeared to be related to a combination of patient conditions and procedural conditions. The report of hypotension appears to be cascading effects. The reported unexpected medical intervention was a result of case specific circumstance as the intra-aortic balloon pump (iabp) was inserted to stabilized the blood pressure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.